Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing a lot of rib cramping. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing a lot of rib cramping. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient was no longer getting rib stimulation due to difficulty turning on the ipg.

Event description:
A report was received that the patient was experiencing a lot of rib cramping. The patient will undergo a lead revision procedure.